Event description:
Philips received a complaint on the heartstart xl indicating that the operational check failed. The device was evaluated by customer only. There was no further information regarding the tests customer performed, and how customer determined the cause. However, customer confirmed that the device was back to functional use after replacing the external paddles by customer. Based on the information available and the testing conducted, the cause of the reported problem was external paddles. The reported problem was confirmed.